Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed open sores that were bleeding underneath the garment. According to the patient's daughter, the patient's garment was too tight. The patient's doctor prescribed a powder and the sores healed. The patient was issued larger garments.